Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was made based on the received information. Our field service engineer investigated the ventilator on site. The inspection revealed that the nozzle units for the air and o2 gas modules were the faulty parts causing the failure and that the reported issue was resolved by replacing the nozzles. After the replacement, the ventilator is suitable for clinical use. There is no information on how the o2 cell/sensor test was resolved. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The conclusion is that the root cause to the reported internal leakage test was defective nozzle units, however no logs were received and the faulty parts were scrapped by the customer and have not been returned for further investigation.

Event description:
Manufacturer's ref: #(B)(4).